Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise of shock lead impedance measurements with several measurements greater than 125 ohms. The lead was explanted and replaced during a recent device changeout procedure. Besides surgical intervention, no additional adverse patient effects were reported. The lead is expected to be returned for evaluation.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise of shock lead impedance measurements with several measurements greater than 125 ohms. The lead was explanted and replaced during a recent device changeout procedure. Besides surgical intervention, no additional adverse patient effects were reported. The lead is expected to be returned for evaluation.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific determined that this lead exhibited a gradual rise in low-voltage shock impedance measurements (lvsi). This observation is consistent with calcification of the defibrillation coil(s). The calcification phenomenon most likely contributed to the reported clinical observations. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at the post market quality assurance laboratory, the lead was returned in two segments, severed approximately 142 mm from the terminal end. Visual inspection identified cut coils and insulation consistent with tool-induced damage incurred during the explant procedure. Dried blood and bodily fluids were observed within the lead lumen. An extraction stylet was present and lodged within the distal segment of the lead; the stylet was fractured near the tip. The helix was observed in the extended position with dried blood and bodily fluids present within the helix housing. This finding is consistent with expected fluid ingress for active fixation leads and is considered normal. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: cause traced to known inherent risk of device. Gradually increasing lvsi measurements for leads with eptfe coating can be the result of encapsulation of the lead coil(s) due to calcification. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with eptfe coating to exhibit this phenomenon.